Manufacturer narrative:
Product analysis # (B)(4):author/date/subject/note: integration user / (B)(6) 2019 / work order: (B)(4). Added to complaint / status: in process. O-arm image transfers to stealth: pass. Accurate navigation on o-arm image: pass. Mechanical tests: pass. Imaging modalities: pass. Cable grade: a. Record type: o-arm system checkout. System inspection: pass. Does the system perform as intended?: yes. A medtronic representative went to the site to test the equipment. Testing revealed that the issue that caused the system shutdown could not be found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for cervical spinal fusion procedure. It was reported the mobile view station (mvs) shutdown. The system was moved to another operating room (or) and connected there and then the wall fuse blew. After the wall fuse was reset, the system was able to turn on. This issue occurred preoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.